Manufacturer narrative:
Block b3: exact date unknown, event occurred six days ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7093958/7094606

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration that was confirmed via x-ray. Patient also had pain and swelling near the ipg site. All components were explanted and will not be returned per hospital policy.